Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the handpiece was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the reported overheating could not be duplicated. No components of the device were found to be out of specification. Upon follow-up with the user facility, it was reported that the tip used with the device had been discarded. The device was serviced for preventative maintenance, and returned to the customer.